Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge via external paddles. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch report number (B)(4) for a similar report from the same customer.